Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a clinical procedure while placing the implant, the implant insertion abutment (mount) fractured at the internal hex and was stuck inside of the abutment. The doctor removed the implant and replaced it with another larger implant.